Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("chronic abdominal pain/ abdominal pain") and genital haemorrhage ("excessive bleeding/ excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed in (B)(6)2016. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/ abdominal pain') in an adult female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, adenomyosis uteri, paratubal cyst and multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ excessive and abnormal bleeding"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and intermenstrual bleeding ("metorhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)/biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure. The reporter commented: the patient underwent biopsy (unspecified on (B)(6) 2016). She received treatment for: pelvic pan, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods). Left: 3 trailing coils, right: 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- not provided. Lot number: 50512928. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporter information, patient middle name, medical history, product lot number, rcc added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/ abdominal pain') in an adult female patient who had essure (batch no. 50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, adenomyosis uteri, paratubal cyst and multiparous. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ excessive and abnormal bleeding"), pelvic pain ("pelvic pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and intermenstrual bleeding ("metorhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)/biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, heavy menstrual bleeding and intermenstrual bleeding outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding and pelvic pain to be related to essure. The reporter commented: the patient underwent biopsy (unspecified on (B)(6) 2016). She received treatment for: pelvic pan, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods). Left: 3 trailing coils, right: 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- not provided.. Lot number: 50512928 manufacturing date: 2010-05 expiration date: 2013-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('chronic abdominal pain/ abdominal pain') and genital haemorrhage ('excessive bleeding/ excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding between periods)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)/biopsy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: the patient underwent biopsy (unspecified on (B)(6) 2016). She received treatment for: pelvic pan, abdominal pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding between periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified)- not provided.. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Events- pelvic pain, menorrhagia (heavy menstrual bleeding) and metorhagia (bleeding between periods) were added. Lab data added. Product indication, essure implant date and explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.